Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent dislodgement occurred. The severely calcified and tortuous target lesion was located in the right coronary artery (rca). The lesion was predilated with a 2.5 x 15mm maverick balloon along with a 3.0 x 15mm maverick balloon. The physician advanced the 3.00 x 16 mm taxus express2 drug eluting stent (des) to the lesion but the des was unable to cross the lesion. The physician then attempted to pull the des back and it became "hung up" on the proximal side of the lesion and the stent dislodged from the balloon. The stent was inflated against the vessel wall and the pt was sent to surgery. The pt's current condition is listed as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from the review, a supplemental medwatch will be filed.